Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, 1 out of 10 pens needles or 1 out of 15, will not work. Stated, insulin does not flow when started to discuss priming.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, 1 out of 10 pens needles or 1 out of 15, will not work stated, insulin does not flow when started to discuss priming.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.